Manufacturer narrative:
Acceptable quality control results and linearity results were obtained within 24 hours of the discrepancy. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable glucose results for one patient from accu-chek inform ii meter serial number (B)(4). At 1542, the meter result was 67 mg/dl. At 1654, the laboratory result was 91 mg/dl. At 1932, the meter result was hi (>600 mg/dl). The staff did not believe the hi result to be accurate. At 1939, the result from inform meter serial number (B)(4) was 149 mg/dl. This result was believed to be accurate.